Event description:
On (B)(6) 2014, the aci distributor reported the following additional information: the patient underwent a peripheral procedure. The stick location was at the common femoral artery. A pre-procedure femoral angiogram was performed which showed presence of pvd and the vessel size to be >5 mm. The hematoma was noted to be <6 cm in size. Manual compression was applied for 15 minutes. It was reported that the device plug (sealant) failed to adhere to the vessel. An ultrasound was performed after the device deployment which demonstrated that the plug was well away from the vessel wall and in the subcutaneous fat. The patient was not hospitalized.

Event description:
The following information was reported: the physician noted a small hematoma following a mynxgrip deployment, requiring a few minutes of adjunctive compression. No sales representative was present during this case. The hematoma occurred during the week of (B)(6) 2014.

Manufacturer narrative:
Based on the new information received, adverse event is being removed. Based on the new information received, other serious (important medical events) is being removed. Based on the new information received accessclosure, inc. Does not consider the event to be FDA reportable.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.